Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 40% to 5% within one day. Subsequently, the pump shut off. The customer's blood glucose level was not impacted do the reported issue. Review of the pump data logs by tandem technical support showed the pump battery depleted from 20% to 1% within 13 hours. Reportedly the customer would continue to use the pump for insulin therapy.